Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("most likely ended up with a hysterectomy anyway because of the fragment left behind") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes and coils removed with hysterectomy). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. (B)(4). ¿concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("most likely ended up with a hysterectomy anyway beacause of the fragment left behind") in a female patient who had essure (ess205) inserted for female sterilisation. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes and coils removed with hysterectomy). Essure (ess205) was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). ¿concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage most recent follow-up information incorporated above includes: on (B)(6)2018: summons received: product was coded with essure (ess205) and reporter were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("most likely ended up with a hysterectomy anyway because of the fragment left behind"), pelvic pain ("pain"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune- like symptom") and nephrolithiasis ("kidney stones") in an adult female patient who had essure (ess205) (batch no. B34601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (number of pregnancies:3), parity 3 (number of live births: 3), breast feeding, cystitis, pain in hip, abdominal bloating, joint pain and fecal occult blood positive. Special tests: standing flexion test positive on the right, stork test positive on the right, long sit test positive revealing a right posterior innominate. On (B)(6) 2014, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), urinary tract infection ("frequent utls,"), infection ("infection"), neuromyopathy ("neuromuscular problems"), urinary tract disorder ("urinary problems"), back disorder ("back problems"), intervertebral disc protrusion ("several herniated discs"), complication of device insertion ("essure device no properly placed"), spinal column stenosis ("spinal stenosis"), nephrolithiasis (seriousness criterion medically significant) and osteoarthritis ("osteoarthritis,"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, autoimmune disorder, urinary tract infection, infection, neuromyopathy, urinary tract disorder, back disorder, intervertebral disc protrusion, complication of device insertion, spinal column stenosis, nephrolithiasis and osteoarthritis outcome was unknown. The reporter considered autoimmune disorder, back disorder, complication of device insertion, device breakage, genital haemorrhage, infection, intervertebral disc protrusion, nephrolithiasis, neuromyopathy, osteoarthritis, pelvic pain, spinal column stenosis, urinary tract disorder and urinary tract infection to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: confirmed right nephrolithiasis, diagnosed with uti given bactrim. Hysterosalpingogram - on (B)(6) 2015: patent left fallopian tube with abnormal positioning of left extra device, perforating the left fundal uterus. Adequate blockage of right fallopian tube with adequate placement of the essure device. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage most recent follow-up information incorporated above includes: on 25-feb-2019: pfs+mr received: events pain,infection ,urinary problems,bleeding ,neuromuscular problems,autoimmune ¿like symptom other list: back problems, several herniated discs, osteoarthritis, spinal stenosis, kidney stones, frequent utls, essure was not place properly were added. Medical history, lab data, lot number were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('most likely ended up with a hysterectomy anyway beacause of the fragment left behind'), genital haemorrhage ('abnormal bleeding (general),') and seizure ('seizures,') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". Medical conditions: special tests: standing flexion test positive on the right, stork test positive on the right, long sit test positive revealing a right posterior innominate. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pain/chronic pelvic pain for 2 or more weeks during mentual cycle"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder uti"), nausea ("nausea,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse"), dysmenorrhoea ("pain/chronic pelvic pain for 2 or more weeks during mentual cycle") and allergy to metals ("nickel allergy"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, seizure, pelvic pain, urinary tract infection, cystitis, nausea, migraine, headache, dyspareunia, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered allergy to metals, cystitis, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, nausea, pelvic pain, seizure and urinary tract infection to be related to essure (ess205). The reporter commented: she is currently planning for essure removal due to can't find a provider to take it out. ¿concerning the injuries reported in this case, the following one was reported via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of ptc. Incident: no lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("most likely ended up with a hysterectomy anyway because of the fragment left behind"), pelvic pain ("pain"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune- like symptom") and nephrolithiasis ("kidney stones") in an adult female patient who had essure (ess205) (batch no. B34601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (number of pregnancies:3), parity 3 (number of live births: 3), breast feeding, cystitis, pain in hip, abdominal bloating, joint pain and fecal occult blood positive. Special tests: standing flexion test positive on the right, stork test positive on the right, long sit test positive revealing a right posterior innominate. On (B)(6) 2014, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), osteoarthritis ("osteoarthritis,"), urinary tract infection ("frequent utls,"), infection ("infection"), neuromyopathy ("neuromuscular problems"), dysuria ("urinary problems"), back disorder ("back problems"), intervertebral disc protrusion ("several herniated discs"), complication of device insertion ("essure device no properly placed") and spinal column stenosis ("spinal stenosis"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, autoimmune disorder, nephrolithiasis, osteoarthritis, urinary tract infection, infection, neuromyopathy, dysuria, back disorder, intervertebral disc protrusion, complication of device insertion and spinal column stenosis outcome was unknown. The reporter considered autoimmune disorder, back disorder, complication of device insertion, device breakage, dysuria, genital haemorrhage, infection, intervertebral disc protrusion, nephrolithiasis, neuromyopathy, osteoarthritis, pelvic pain, spinal column stenosis and urinary tract infection to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: confirmed right nephrolithiasis, diagnosed with uti given bactrim. Hysterosalpingogram - on (B)(6) 2015: 1. Patent left fallopian tube with abnormal positioning of left extra device, perforating the left fundal uterus. 2. Adequate blockage of right fallopian tube with adequate placement of the essure device. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('most likely ended up with a hysterectomy anyway beacause of the fragment left behind'), genital haemorrhage ('abnormal bleeding (general),') and seizure ('seizures,') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". Medical conditions: special tests: standing flexion test positive on the right, stork test positive on the right, long sit test positive revealing a right posterior innominate. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/chronic pelvic pain for 2 or more weeks during mentual cycle"), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder uti"), nausea ("nausea,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse"), seizure (seriousness criterion medically significant), dysmenorrhoea ("pain/chronic pelvic pain for 2 or more weeks during mentual cycle") and allergy to metals ("nickel allergy"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, urinary tract infection, cystitis, nausea, migraine, headache, dyspareunia, seizure, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered allergy to metals, cystitis, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, nausea, pelvic pain, seizure and urinary tract infection to be related to essure (ess205). The reporter commented: she is currently planning for essure removal due to can't find a provider to take it out ¿concerning the injuries reported in this case, the following one was reported via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received: event did you undergo an essure confirmation test: no,abnormal bleeding (general), infection (bladder/ urinary tract/vaginal) type: bladder uti, migraines / headaches,nausea, seizures, nickel allergy, dyspareunia (painful sexual intercourse), pain were added. Amendment (removal incorrect information of fu dated (B)(6) 2019- lot number, reporter details, events pain, infection ,urinary problems, bleeding ,neuromuscular problems, autoimmune ¿like symptom, back problems, several herniated discs, osteoarthritis, spinal stenosis, kidney stones, frequent utls,additional surgery of sterilization on (B)(6) 2015 after failed essure hsg, medical history, lab data were removed.) Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.